Event description:
It was reported that the tip of device broke in the patient's shoulder. The tip was retrieved which caused a 5 minute delay in surgery. However, there was no patient harm.

Manufacturer narrative:
Additional information will be provided when investigation is completed.

Event description:
It was reported that the tip of device broke in the patient's shoulder. The tip was retrieved which caused a 5 minute delay in surgery. However, there was no patient harm.

Manufacturer narrative:
The unit was returned and the failure mode has been confirmed. Probable root causes for the reported condition can be associated, but are not limited to: non conforming component. According to the device history record review, the lot was manufactured according to specifications. Based on the fact that no nonconformance reports related to non-conforming component have being identified for the reported lot number that could be related to the reported condition, it can be ruled out as a possible root cause. Poor assembly process. A 30x inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. According to the activation history, the unit was extensively used during surgery as the unit was activation at least 46 times, which is the maximum amount of activations the e-prom stores before the ceramic fell off, which indicates that the unit was assembled properly and was fully operational for an extended period of time. Therefore, a possible workmanship (assembly) related condition is a less likely possible contributor based on the line controls and device history record review and returned unit¿s activation history review. Misuse. A possible user related (misuse) possible contributor cannot be ruled out based on the unit¿s visual inspection and the activation history, which indicate that the unit was extensively used during surgery. It is possible that the unit was used as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, or that excessive force was used when inserting or removing the probe into an obstructed passageway, as this may result in damage to the tip of the probe. In sum, the unit was returned and the failure mode has been confirmed.